Event description:
The patient reported that with the new implantable neurostimulator recharger (insr), the beeping and the stimulation increasing extremely fast have both resolved.

Event description:
The manufacturer representative (rep) reported having met with the patient and noted that the patient had not had stimulation on since the shocking event occurred. Impedance checks were performed and everything read within range. The patient's implantable neurostimulator (ins) was reprogrammed, the coverage was good and the patient did not experience any shocking. The group adjust option was removed and the re-education on the patient programmer occurred. Additionally, it was noted that the patient had some cognitive issues and short term memory loss.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported on friday, (B)(6) 2016 the implantable neurostimulator (ins) died. The patient went on to charge the ins that day, but the implantable neurostimulator (insr) was beeping. The insr locked up and became unresponsive and began to beep while charging the ins. On sunday, (B)(6) 2016, the insr stopped beeping. He plugged the insr into the wall and the screen lit up. There was a blank screen. The insr was charged to 75% at which point the patient decided to try charging the ins. The patient stated that the insr had been on for no more than four minutes and then stimulation turned on and began to ramp up, increasing extremely fast. The patient reported feeling scared and as though he was going to get electrocuted. When this happened, the insr went dead and the patient had to use the patient programmer (pp) to turn off stimulation. The patient noted also having bad coupling; however, when the event occurred, he got eight boxes, which he thought was strange. The patient met with the manufacturer representative (rep) today ((B)(6) 2016) but didn't get his ins. The patient was unable to sync with the ins due to the ins being dead. Additionally, the patient noted having been in a serious accident. He has four herniated discs and severe hip and leg pain which was the reason for needing to get the ins charged back up. The rep had not instructed the patient to do a 60 minute countdown charge. The patient indication included non-malignant pain. Follow-up was performed to determine outcome and what steps were taken to resolve the reported event. This event will be updated if additional information is received. The rep reported that the cause of the ins being dead was due to the patient being unable to charge due to a defective insr. The only "bad coupling" was due to being unable to connect the insr with the ins due to the insr not working which was first noticed on january 2-3. They tried to connect using the clinician programmer, however that was unsuccessful. The beeping and blank screen the patient reported was observed; however, this resolved with the receipt of a new insr. Due to the ins being discharged, no troubleshooting was performed to determine the issue of increasing stimulation. The patient was receiving effective therapy. Additionally, it was noted that the report of having been in a serious accident, having four herniated discs, and severe hip and leg pain was not related to device use/ therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient via company representative (rep) and a health care provider (hcp) on (B)(6) 2016. The patient's wife stated that the patient had turned stimulation on that morning and was shocked so hard that they fell to the ground and was injured. The rep had planned to see the patient at the hospital once they were brought there, where troubleshooting would be conducted. The issue was not resolved, and the patient status was noted to be alive with injury. No surgical intervention had been conducted or planned. An hcp later reported from the emergency room that the implantable neurostimulator (ins) was off, which had resolved the shocking issue. The patient had indicated that they put their patient programmer on the ins that day. They turned the ins on, and at that time the ins turned up to the top "powering setting". The patient stated that the numbers were increasing on the screen without them directing the ins/patient programmer to do so. A supplemental report will be submitted if additional information is received.